Event description:
Patient called to report a right side rupture per MRI and implant exchange due to concerns with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed, opening device on radius side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: crease fold observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient called to report a right side rupture per MRI and implant exchange due to concerns with the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device explanted and replaced.

Event description:
Patient called to report a right side rupture per MRI and implant exchange due to concerns with the product. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, g2.